Event description:
The customer contact reported the pt rec'd more medication than intended. The pump was returned to the biomedical department from the pharmacy with a report of "volume shortage." At an unspecified time, the pump was programmed in the pca only mode to deliver dilaudid 1 mg/ml, with a 1 mg loading dose, a 0.5 mg pca dose, a 7 minute pt lockout, a 10mg 4 hour limit and a 50 ml container size. After an unspecified length of time, the nurse noted that the pt was "somulent." The delivery was stopped and the doctor was notified. The pt was treated with narcan 0.4 mg and was reported to have "responded well." There were no reported adverse pt sequelae. The nurse noted that there was 25 ml remaining in the container instead of the expected 37 ml. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.